Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The customer declined to have their device repaired and the device was returned to the customer unrepaired. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was dropped and the bottom of the case is cracked. Upon evaluation of the customer's device, physio-control observed an event code is logged in the memory of the device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.